Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two patients had deep suture abscesses that had produced chronic fistulas following a deep inferior epigastric perforator flap within weeks of surgery. The wounds have been drained for a year, even though they had wound care and been excised. Both patients had infections and inflamed granulation tissue around the sutures. It was stated that the deep knots of the suture were the source and they had two additional surgeries. The event resulted to unanticipated tissue loss and permanent tissue damage.